Manufacturer narrative:
Reported device not marketed in the us; however, similar devices/processes are. Manufacturing site eval: samples rec'd: (B)(4) unopened units. There are (B)(4) previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are (B)(4) units in stock. We have rec'd (B)(4) closed samples. Knot pull tensile strength of the samples rec'd was tested and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with suture materials great care must be taken to ensure that the use of surgical instruments, such as tweezers or a needle holder, does not lead to damage the thread by pinching or kinking." Final conclusion: not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke, appears to be a fragile zone on the thread.